Event description:
Information was received from the physician that the patient has been at the same settings for years. Until a couple of months ago she could feel stimulation during the day. Per the physician, this has been consistent for years so he doubts that she was accustomed to her current settings or that she got used to it. The patient¿s depression got worse about 3-4 months ago. Surgery is likely but has not occurred to date. No additional or relevant information has been received.

Event description:
It was reported that the patient¿s generator was nearing intensified follow up indicator ¿ yes and that she has had an increase in depression. The patient¿s device diagnostics were within normal limits. Programming history was reviewed and a battery life calculation was performed on the generator. There were no anomalies seen. There was 0.6 years to near end of service. Surgery is likely but has not occurred to date. No further information has been received.